Manufacturer narrative:
It was reported that during a stent assisted coiling of an anterior communicating artery aneurysm, the enterprise stent was positioned at the aneurysm's neck and the unknown prowler microcatheter was withdrawn to deploy the stent, but the angiography showed that the stent was not deployed. A second attempt to deploy was unsuccessful. Recapture had been attempted twice. With follow-up clarification of the event, it was reported that the event was incomplete expansion of the stent; there was no resistance withdrawing the microcatheter for deployment of the stent and the stent did not get hung up in the microcatheter. The enterprise and microcatheter were withdrawn as a unit in order to not risk deployment in the microcatheter during withdrawal; however, the same microcatheter was utilized to complete the procedure. An attempt to deploy the stent outside of the patient was made; however, only a little section of the stent deployed and therefore could not fully expand. The stent was manipulated by hand and the stent was completely deployed; however, then it could not be recaptured for use. The vessel was tortuous, the wide-necked aneurysm with irregular contour had a height of 2.5mm height and 3mm width, and the neck width was 2.5mm. The vessel diameter distally was 3.6mm and proximally was 3.2mm. All products were stored, handled and prep per labeling instructions. Prior and after removal from the package, the products were not damaged. The distal tip of the enterprise and prowler microcatheter were not re-shaped. A constant heparinized flush was maintained at all times through all the systems. During insertion, the enterprise introducer was completely engaged in the microcatheter hub, and the tuohy was closed to secure the introducer and prevent movement. During advancing through the microcatheter there was no resistance/friction. The microcatheter was placed distal to the aneurysm neck and withdrawn for attempted deployment. A non-sterile enterprise vrd was received inside a plastic bag, the stent was returned totally expanded inside a smaller plastic bag. At a glance no anomalies were noted. The stent was inspected under a microscope and no damages were observed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418932. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. The release specifications were met and no nonconformances were found related to the complaint. The reported stent-incomplete expansion was not confirmed since no damages were noted on the stent and it was found completely expanded. There were no damages found that could be related to the reported issue. It is possible that procedural factors/vessel characteristics contributed to the event; however based on the available information and as reported, no conclusion can be made. Neither the DHR nor the analysis indicate that the reported event is related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Event description:
The patient was diagnosed with an anterior communicating artery aneurysm. The physician used enterprise stent to position at the aneurysms neck, withdrew the microcatheter to deploy the stent, but the angiography showed that the stent was not deployed. The physician rewrapped to re-deploy, still unsuccessfully. Then, withdrew the enterprise stent, and tried to deploy the stent outside the patient, only a little deployed, could not meet the standard diameter. The physician used hand to press the stent, the stent was completely deployed, but could not re-wrap. The vessel was tortuous, intracranial wide-necked aneurysms, irregular contour, 2.5mm height and 3mm width, and the neck width was 2.5mm. The vessel diameter distally was 3.6mm and proximally was 3.2mm. All the products were stored, handled and prep per labeling instructions. Prior and after removal from the package, the products were not damaged. The distal tip of either device (enterprise system or microcatheter) was not re-shaped. A constant heparinized flush was maintained at all times through all the systems.

Manufacturer narrative:
During insertion, the enterprise introducer was completely engaged in the microcatheter hub, and the tuohy or stopcock was closed to secure the introducer and prevent movement. During advancing through the microcatheter there was no resistance/friction. The microcatheter was placed distal to the aneurysm neck. Once the enterprise was fed through the microcatheter and was ready to deployed, the microcatheter was withdrawn without any issues. The enterprise stent was recapture twice. After the stent could not be deployed, the microcatheter was not advanced over the stent, instead the enterprise system and microcatheter were removed as unit. However, the same microcatheter was utilized to complete the procedure. When attempting to deploy the stent outside the patient, no damages were noticed on any section of the stent or delivery system. Other than the reported event, after removal, no other damages were noticed on the microcatheter, delivery system, or stent. The procedure was completed with another stent. Prior to shipping, no other damages were noted on the enterprise delivery system (distal tip detached, unraveled, stretched, kink, bend, etc), stent (any kind of damage) or microcatheter (if being returned). No further information was available. The enterprise system was removed as a unit with the microcatheter in this case, because the stent was suddenly deploy during withdrawn, the physician removed the enterprise system and the microcatheter as a unit. The enterprise stent was unable to be recaptured when the physician tried to deploy outside the patient, the stent could not be recaptured. The operator decided to remove it as a unit. There was resistance during recapture of the stent into the microcatheter, and the stent did not get hung up on the microcatheter. The stent and complete delivery system will be returned for analysis. Additional information will be submitted within 30 days of receipt.